Manufacturer narrative:
The lens was returned wrapped in an open peel pouch with a surgical sponge. Blood and solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. All product and batch history records are quality reviewed prior to product release. There have been no other complaints reported in the lot number. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
A facility reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and halos. The patient has halos that are not tolerable. Additional information was received from the initial reporter, who reported that the iol was exchanged in a secondary procedure four weeks following the initial implant procedure.